Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2023, a 21mm regent aortic valve was selected for an implant. All manipulations to the valve were done by hand and not by any instruments. The physician did not rotate the valve with the valve rotator. During the procedure the valve holder was fully inserted into the orifice at a 90 degree angle and placement of suture knots, the valve leaflet dislodged as one piece. The leaflet was recovered as one piece. The dislodged leaflet was not reinserted. The device was replaced with a19 mm aortic hp master's series, that completed the procedure. The patient passed away on (B)(6), 2023. The cause of death was noted as cardiogenic shock / hypovolemic shock.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent aortic mhv,flex c uff was selected for an implant. During the procedure, the holder handle fully inserted into the orifice at a 90 degree angle. During placement of suture knots, the leaflet was broken as one piece. The valve was not in closed position when it was rotated and the leaflet dislodged and recovered from the patient. Device was replaced with an unknown device that completed the procedure. On (B)(6) 2023, it was reported that the patient passed away. The cause of death is unknown.

Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation, and one leaflet was dislodged while the other leaflet was properly inserted into the orifice and mobile. No damage was noted. The valve rotated with ease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the valve was manually rotated, which may have contributed to the reported dislodgement. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of the material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.please note, per the masters valve instructions for use artmt600080902 version b, "valve rotation: using the valve holder/rotator and an sjm valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."na

Event description:
It was reported that on (B)(6) 2023, a 21mm regent aortic valve was selected for an implant. All manipulations to the valve were done by hand and not by any instruments. The physician did not rotate the valve with the valve rotator. During the procedure the valve holder was fully inserted into the orifice at a 90 degree angle and placement of suture knots, the valve leaflet dislodged as one piece. The leaflet was recovered as one piece. The dislodged leaflet was not reinserted. The device was replaced with a19 mm aortic hp master's series, that completed the procedure. The patient passed away on (B)(6) 2023. The cause of death was noted as cardiogenic shock / hypovolemic shock.